Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that root cause of the bleeding cannot be determined since the complaint device was not returned for investigation. The instructions for use are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 57-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for support. Towards the end of impella support, and prior to explant, a blood leak was noted at red impella plug. The patient received a heart transplant and impella was explanted at this time. The patient was considered to be stable following the events.